Event description:
Information indicated that the CPR functions were not operational. No injury reported.

Manufacturer narrative:
Technician found the bed CPR functions were not operational replaced head down valve, CPR valve and hydraulic block to resolve this issue.